Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the contamination identified within the air/water channel, other evaluation findings are as follows: the light cover glasses adhesive and the optical cover glass adhesive were pitted; there was contamination evident in the light transmission; the distal end cap and the switch were worn; the distal end adhesive was lifting; and the light guide tube was stained. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The loaner colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was a white contamination, possibly a simethicone-type product, identified within the air/water channel. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the detection method in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.